Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, lot# va1d8vp, implanted: (B)(6) 2017, product type: lead. Product ID: 3058, serial# (B)(4), explanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2017, product type: lead. Please see also mfg. Report no. 3004209178-2017-04240.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer had a procedure to change the lead because of migration after three (3) years of good working. The hcp made ablation of the lead and unscrewed the lead from the implantable neurostimulator (ins), then the hcp placed the new lead, after good measures and at the end of the procedure, the hcp tried to screw the new lead into the ins, but was unsuccessful. The hcp had problem to screw back, the screw was changed, but always unsuccessful, so the hcp decided to change the ins, cause the screw was already on best place on the new ins to screw; however, the hcp had a problem to screw on the new ins too. Plot 0 had bad impedance, the others were okay, and after few tries to screw again the lead on the new ins, a practice test was done on the ins to check the reflex of the consumer on the three (3) other plot and the test gave good results. The hcp decided to implant the system as is. It was noted that the consumer ¿has got any signs of problems actually.¿ additional information received from the representative reported symptoms related to the lead migration included loss of therapy efficacy. The cause of the lead migration was the consumer fell down on back. The representative clarified that the consumer ¿has got any signs of problems actually¿ to mean the consumer did not have any problems.